Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an inaccurate fill estimate on the pump. Reportedly, the customer stated was new to using the pump and stated that it was possible that the needle was pushed to far and may have damaged the inside of the cartridge. The customer observed insulin leaking when the cartridge was filled. The customer's blood glucose (bg) level was 145 mg/dl. Tandem technical services (cts) recommended to change out the cartridge, yet the customer declined. Tandem certified diabetes specialist (cds) followed up with the customer and reviewed load process with the customer. The cds reported that the customer's bg level were within target during follow up with the customer.